Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.017; lot: l974134; manufacturing site: bettlach. Release to warehouse date: 23.oct.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the guide sleeve was received at the us cq. The device was attached to a compression nut. The guide sleeve¿s external threads were observed to be flattened, deformed, and stripped in several places. On the surface between the threads and the distal tip, there are three outward bumps that align with where the balls on the associated blade inserter would be when inserted into the guide sleeve. No other issues could be identified with the returned portions of the device. Functional test: a functional test was performed on the guide sleeve with the associated compression nut and with the associated blade inserter. The compression nut was unable to thread fully onto the guide sleeve due to the thread deformities on the guide sleeve. The compression nut could not be removed from the guide sleeve due to the three bump deformities on the guide sleeve. The blade inserter is easily able to interface with the inner grooves of the guide sleeve. The complaint can be replicated with the returned device. Dimensional inspection: diameter about bumps measured and found to be nonconforming.nonconforming as per relevant drawing. Manufacturing record evaluation: the received device was manufactured at the bettlach site on 23 october 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the guide sleeve. The guide sleeve had a buttress/compression nut stuck on it. The guide¿s external threads were found to be deformed and stripped in several locations. Below the threads, three external bump deformities. The nut was stuck between the bumps and the stripped threads. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a trochanteric femoral nail advance (tfna), the tfna helical blade got stuck in the tfna helical-blade impactor and was not possible to disconnect from the tfna helical-blade impactor and guide sleeve. Compression/distraction nut cannot be disengaged from yellow guide sleeve. Helical blade cannot be disengaged from helical blade inserter/connecting screw and pin wrench. They are all connected together and cannot be disengaged. When the event occurred, the surgeon removed the implant and used another set. The procedure was successfully completed with a ten (10) minutes surgical delay. There was no patient consequence. This report is for a blade/guide sleeve. This is report 4 of 5 for (B)(4).